Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 01sep2025, the device diagnostic report (drpt) was not provided. The device configuration at the time of the event and the patient information were stated to have been asked but unknown (asku). The asp confirmed that the tidal volume alarm was for low tidal volume. The asp stated that the customer equipment department had replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the issue, and the equipment was returned to full functionality and normal use. The part number for the newly installed mc pcba was asku. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a tidal volume alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the patient required non-invasive ventilation due to respiratory failure and low blood oxygen saturation. After the nurse connected the ventilator tubing to the patient, it was stated that the ventilator triggered a tidal volume alarm and no air was being delivered. The nurse immediately swapped to another non-invasive ventilator. The faulty ventilator was removed from service and reported for repair. This investigation is ongoing.